Event description:
It was reported that before use of the bd¿ syringe 10cc s/t wos sterile water bns there was foreign matter or trapped in between the plunger tip and inner wall of the barrel. It is believed that this has caused void or channel from where water leak post manufacturing.

Manufacturer narrative:
Investigation: one syringe was received; however, since the reported issue was previously investigation, no further investigation is required. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. The reported issue was previously investigated. After exhaustive review of the assembly process, it was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8057936. Medical device expiration date: n/a. Device manufacture date: 2018-02-26. Medical device lot #: 8025585. Medical device expiration date: n/a. Device manufacture date: 2018-01-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe 10cc s/t wos sterile water bns there was foreign matter or trapped in between the plunger tip and inner wall of the barrel. It is believed that this has caused void or channel from where water leak post manufacturing.